Manufacturer narrative:
Model number/catalog number: 72404431. Serial number: n/a. Batch/lot number: 1100722533. Model/catalog description: cx preconnect tenacio 15cm ps, iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir migrated to the scrotum. A surgical procedure was performed during which the reservoir was replaced. No patient complications were reported.